Event description:
Further information received reported the patient stated that the reason for the lead revision back in (B)(6) 2012 was that the lead quit working. He stated the healthcare provider (hcp) removed the lead and put in a new one. There was no mention of a broken lead, just that it quit working. Once the lead was replaced the stimulation worked again. The patient also stated that he had the last remaining part of a lead removed on (B)(6) 2015. Stated he just had the stitched removed a day prior to the report. The patient stated the lead was removed using a local anesthetic and x-ray. If further information is received a follow up report will be sent.

Event description:
It was reported the patient had a lead revision done on (B)(6) 2012. Additional information has been requested pertaining to the cause of the event and outcome. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v964123, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v949385, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).